Manufacturer narrative:
Pthe company service rep examined the system and confirmed the error code. The fluidics module was replaced. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that an error code occurred during a procedure. They were unable to clear the error code and a backup system was used to complete case. There was no pt injury. Four cases were cancelled.